Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon were implanted and a new 4.0 aus cuff, pump, and balloon were implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.